Event description:
The pt was implanted with an scs system including three percutaneous leads, one dual extension and one ipg on (B)(6) 2008. It was reported that after the pt recharged her system for the first time, she began experiencing overstimulation sensations approx every 30 seconds. The pt was sent for fluoroscopy per the physician and appeared to be fine. Further impedance testing showed program with extremely low values. The pt's octrode lead was explanted in (B)(6) 2008, but not returned to the MFR for eval. No further info is available.

Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.